Manufacturer narrative:
Block b3: exact date approximated, event occurred three weeks prior to the date the manufacturer became aware of the event. Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed that this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: the device was not returned for analysis and the complaint as reported could not be confirmed. Record review revealed no additional information related to the complaint. Therefore, this investigation is unable to determine a probable cause for the complaint and the conclusion code known inherent risk of device will be used.

Event description:
It was reported that the patient was experiencing inadequate stimulation and had been charging the implantable pulse generator more often. The patient underwent an ipg replacement procedure.

Event description:
It was reported that the patient was experiencing inadequate stimulation and had been charging the implantable pulse generator more often. The patient underwent an ipg replacement procedure.

Manufacturer narrative:
Block b3: exact date approximated, event occurred three weeks prior to the date the manufacturer became aware of the event.